Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that this pacemaker reverted to safety mode. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected once it is released by the hospital. To date, this device has not been returned to boston scientific. Should the device be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that this pacemaker reverted to safety mode. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker reverted to safety mode. Subsequently, the patient underwent a revision procedure, and this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Device return is expected once it is released by the hospital.